Event description:
Related manufacturer reference number 1627487-2022-00675. Related manufacturer reference number: 1627487-2022-00676. It was reported that patient experienced ineffective therapy since patient suffered a fall approximately in (B)(6) of 2021 by backing up over a cinderblock and falling on her back directly. As such surgical intervention took place wherein all the three leads were broken, and all the three leads were explanted and replaced with two additional leads. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. It was reported that patient experienced ineffective therapy since patient suffered a fall approximately in (B)(6) of 2021 by backing up over a cinderblock and falling on her back directly. As such surgical intervention took place wherein all the three leads were broken, and all the three leads were explanted and replaced with two additional leads. Reportedly, effective therapy was restored post operatively.